Manufacturer narrative:
H3/h6 - evaluation of the returned door winch bi71000429 lot# w2004070192 rev. K found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system "can not open."  Getting a door open error when it was fully closed. She tried restarting the system with both the mvs and ias connected and separately. She tried moving the gantry up and over. She also tried to gently touch the gantry at the closing to see if she could get it to register that it was closed. There was no patient involvement.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found attempts by user in manually opening the o2 door. The rotor was not aligned. Over torquing door to open caused cable to shear off cable guides. Continued attempts at opening the door caused winch to become entangled beyond repair. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, product ID: bi71000429, product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.